Event description:
Josino et al, 2023 ¿ self-expandable metallic stent-induced esophagorespiratoryfistulas in patients with advanced esophageal cancer. 90 of the stents used were evolution esophageal controlled-release stent and could be any of the 10 rpns, all have a diameter of either 18 or 20. Sems placement for stent placement, esophagogastroduodenoscopy (egd) was performed in the supine position under general anesthesia using a standard forward-view endoscope (gifh-180; olympus america). A guidewire was placed in the stomach and the stent delivery system was inserted over the guidewire under fluoroscopic guidance. Stents were deployed under fluoroscopic guidance, and direct endoscopic visualization was performed for stents placed at the proximal esophagus to ensure a proper distance from the cricopharyngeal muscle. When a malignant fistula was present, an esophagogram was obtained after stent deployment to confirm the fistula sealing. The length of the stent was selected to cover 2 cm above and 2 cm below the tumor. Stents with a cervical profile were pre¬ferred for lesions located in the proximal esophagus (choost¬ent; mi tech) but were not used uniformly. For lesions in the middle esophagus, we used partially or fully covered stents with a body diameter of 18 to 23 mm (wallflex and ultraflex, boston scientific; evolution, cook medical; hanarostent, mi tech; endoflex, voerde). For distal lesions with involvement of the gastroesophageal junction, we preferred to place partially covered stents with anti-reflux valves (hanarostent esophagus valve; mi tech), although not uniformly. Resumption of oral liquid intake was allowed on the day after the procedure, and progression to semi-solid and solid foods was performed according to patient tolerance. Follow-up visits were conducted at regular intervals until the patient died. This file captures 90 patients out of 335 who may have had an evolution esophageal controlled-release stent that received post- stent chemotherapy and an additional 36 patients out of 335 who also received post-stent radiotherapy. This was use error as after stent placement, additional methods of treatment such as chemotherapy and radiotherapy may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding. Patient outcome: no information 342 patients treated with esophageal sems, female 66, male 269. 07 excluded therefore 335 total.

Manufacturer narrative:
PMA/510(k)#: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.